Manufacturer narrative:
(B)(4). Photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. A serial number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: when were the burns first noticed? Who noticed the burns? What is the severity of the burn? (Please see degrees of burns below and choose one) first degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred what medical intervention was used to treat the burn? (Such as salve or stitches) besides the burn, did the patient experience any adverse consequence due to the issue? Are there any anticipated long-term effects from the burn or injury? What is the current status of the patient? What was the surgical procedure? How was the patient positioned? How was the room set up to include patient set up and where was the pad in relation to the patient? Was there anything between patient and the pad? Was the pad rinsed and let dry before it on this surgical procedure? How was pad cleaned? Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? Was there any patient warming blankets used? If yes what warming blankets were used? What brand of warming blanket was used? Is it possible the patient armpit and breast was in contact with a metal portion of the or table? What generator was being used? What power levels was generator set to? What was the endofactor that was being used? Was a warming device used and if so brand and location? How long was the procedure? What was is the estimate of activation time? Were there liquids used in prep? Was urine or other fluids detected in the field after surgery? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the patient suffered serious burns on the breast and armpit. The procedure was successfully completed.

Manufacturer narrative:
(B)(4). Date sent: 11/22/2022. Photo analysis: this is an analysis of a set of images submitted for evaluation. Photo 1 appears to be the left armpit area. There is an irregular burn area with white sludge in the center surrounded by a red rim. The burn site appears to be third-degree in severity. No cause can be identified based on the photo. Photo 2 appears to be the left breast. A large burn wound deep into entire lays of skin covered by char. The surrounding rim skin has dark red infiltration and superficial skin peeling off. The burn presentation is consistent with the third-degree burn. No underline cause can be identified from the photo. No conclusion could be reached as to how this issue occurred through photo analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
(B)(4). Date sent: 11/17/2022. Additional information was requested, and the following was obtained: q. When were the burns first noticed? A. The burns were noticed after the patient complained in post operative opd follow up. Q. Who noticed the burns? A. Dr. (B)(6) noticed the burns once updated by the patient. Q. What is the severity of the burn? (Please see degrees of burns below and choose one). First degree burns are minor burns on the first layer of skin. The skin looks dry, redness, and may be swelling; no penetration or blisters. Second degree burn looks wet or moist. The burn site appears red, blistered, and may be swollen and painful. Third degree burn the burn site looks deep, whitening or blackened and charred a. It was a second degree burn q. What medical intervention was used to treat the burn? (Such as salve or stitches) besides the burn, did the patient experience any adverse consequence due to the issue? A. Salve was used to heal the burn. Besides the burn, the patient did not experience and adverse consequence due to the issue. Q. Are there any anticipated long-term effects from the burn or injury? A. No q. What is the current status of the patient? A. The wound has healed completely. Q. What was the surgical procedure? A. Colectomy q. How was the patient positioned? A. It was lateral position. Q. How was the room set up to include patient set up and where was the pad in relation to the patient? A. The pad was placed on the or table below patient with a mackintosh sheet between the patient and the pad. Q. Was there anything between patient and the pad? A. Mackintosh sheet q. Was the pad rinsed and let dry before it on this surgical procedure? A. Yes, but the pad usually gets wet at places during the procedure followed by betadine, saline etc used during the procedure. Q. How was pad cleaned? A. Using a gauze piece soaked with a sanitizer. Q. Does the surgeon believe there is there an alleged deficiency to the pad that led to patient burn and if so why? A. No q. Was there any patient warming blankets used? A. No q. If yes what warming blankets were used? A. N/a q. What brand of warming blanket was used? A. N/a q. Is it possible the patient armpit and breast was in contact with a metal portion of the or table? A. No as the table was covered with mackintosh; however a wet mackintosh sheet could have lead to coupling. Q.what generator was being used? A. Force triad 10 q. What power levels was generator set to? A. The power was changed quite a times during the surgery was performed depending on the requirement of tissue. Q. What was the endofactor that was being used? A. The end effector was valley lab monopolar pencil and lap monopolar electrode. Q. Was a warming device used and if so brand and location? A. Unknown brand beneath the feet. Q. How long was the procedure? A. 2.5- 3 hrs. Q. What was is the estimate of activation time? A. 15-20 mins q. Were there liquids used in prep? A. Betadine for cleaning the surgical site dried up and covered with drape. Q. Was urine or other fluids detected in the field after surgery? A. No attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: the additional information states¿ using a gauze piece soaked with a sanitizer.¿ what was the sanitizer used? What was the named brand of the sanitizer?

Manufacturer narrative:
(B)(4). Date sent: 2/10/2023. Additional information was requested, and the following was obtained: have the accounts been in-serviced on the mega soft prior to starting the use of the mega soft? Yes they have been at times post cases ( whosoever was available randomized).